Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015 the patient reported that for "a little over 2 weeks his pump feels like it is out of the pocket". He couldn't walk over 8-10 feet, couldn't breathe, had pain in his upper back across his shoulders, could not stand up, and couldn't get out of bed without assistance. The patient stated that he fell in december; the patient's wife got on the phone stating that the patient fell on (B)(6) 2015. The ER (emergency room) physicians thought that the patient was overmedicated and that was why he fell. The ER physician's told the managing healthcare professional (hcp) what they thought. After the fall, he ended up in the hospital with 6 ribs broken and a lung punctured. Since the fall, the pump had been "riding up" on the patient's hip. The patient's healthcare provider was aware, but told him to wait until his appointment on (B)(6) 2016 to be seen. The patient's wife was requesting hcp listings because the managing hcp was not happy about the phone call from the hospital. When they saw the managing hcp after being discharged from the hospital after the fall, the hcp took the patient's oral meds away and shut off the ptm (personal therapy manager). This had happened in (B)(6) 2015. Per the patient's wife the patient was "absolutely out of this world for 2.5 weeks" after the pump was refilled. This had happened after every refill since the dilaudid was put in the pump at implant. Per the patient's wife, the patient had been "drugged up for a while now" even before the pump was implanted. The patient had fallen 10 times, some of the falls had occurred prior to the pump implant. The patient had multiple falls since implant, but not all ten occurred while the pump was implanted. The last fall was (B)(6) 2015. The diagnostics/troubleshooting performed, the actions interventions taken, and the cause of the falls and patient's symptoms were not reported. Further follow-up is being conducted to obtain this information as well as further clarification regarding all that occurred. If additional information is received, a follow-up report will be sent.